Event description:
Download data from a 49 year old male patient revealed a service code 102 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation capacitor c903 on the monitor c/a board was shorted to ground. This caused low resistance to ground and caused the monitor to overcharge, resulting in the reported service code. The root cause for the shorted c903 capacitor could not be positively identified. No adverse event resulted from the defective c903 capacitor. The patient received a replacement monitor.